Manufacturer narrative:
Eval - other: smiths medical is anticipating the receipt of the supplier investigation of the event sample. Upon receipt of the report, a f/u report will be submitted. A review of our complaints database reveals no other reports on this device lot number.